Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced episodes of hypoglycemia on a g7-integrated ilet system following periods of hyperglycemia, and they were advised to treat lows with oral glucose and consider a factory reset due to possible overcorrection by the pump. Symptoms included low blood glucose. Outcomes included user self-treatment with oral carbohydrate and no hospitalization. Investigation included review of device-reported glucose trends and troubleshooting education provided to the user. Investigation of this case revealed that the cause of the hypoglycemia was unclear, with a potential device overcorrection pattern discussed and no confirmatory fingerstick performed at the time of the lows. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.